Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided e1: last name unknown / not provided.

Event description:
It was reported that the implant at tooth site #13 was removed due to infection.